Event description:
It was reported that during a lap gastrectomy, the surgeon reported the seal was leaking gas during the procedure, and had to replace the sleeve. Another device was opened and the procedure was completed.

Manufacturer narrative:
Information anticipated, but unavailable at this time.